Event description:
Olympus was informed that the high flow insufflation unit had black screen when starting up. The issue occurred during preparation for use. The procedure was completed using a similar device and there was no report of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the front panel display disappeared occasionally after startup due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, ¿the front panel display disappeared occasionally after startup¿ due to faulty printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.